Event description:
It has been reported to co that during the procedure a thrombus clots formed around the inside the device, resulting in one of the thrombus clots traveling down the blood stream. The physician inserted the introducer sheath into the pt to be used for a diagnostic angiography procedure. During the procedure, thrombus clots started forming around the inside of the introducer sheath resulting in blockage of the sheath. The thrombus traveled down the blood stream and caused an occlusion of blood flow. The physician treated the occlusion and was successfully abel to restore blood flow and the pt is reported to be fine.